Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. The surgeon was not able to retrieve the needle through the trocar so the procedure was converted to an open procedure. The needle piece was removed from the patient.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for strength and ductility and they met the requirements. The devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-00760 and 2210968-2010-00761. The same patient is represented in each medwatch.